Event description:
The reporter contacted animas on (B)(4) 2013 stating the patient had been admitted to the hospital on (B)(6) 2013 with blood glucose of 1176 mg/dl. The patient was reportedly hospitalized in the intensive care unit and treated with intravenous insulin drip. The patient reportedly also suffered a myocardial infarction during the hospitalization. The patient had reportedly been off of insulin pump therapy since (B)(6) 2013. Animas customer technical support (acts) reviewed the insulin pump for "auto off." The patient was reportedly without insulin for approximately 1.5 hours. The pump history indicated there were no incomplete boluses and the last pump alarm was on (B)(6) 2013 for a low cartridge. The patient stated he remembered little from the day of the incident. The certified diabetic educator alleged a possible pump malfunction and has requested the patient's insulin pump be replaced. The patient remained hospitalized at the time of the call and will be on a backup plan until a replacement pump is received. This complaint is being reported because the patient experienced elevated bg requiring hospitalization while on insulin pump therapy using a pump with an alleged unspecified malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed an ¿auto timeout- pump suspended¿ recorded on (B)(6) 2013 at 00:23 which was not resumed until 02:17. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the pump ir communication feature which allows the pump history to be downloaded to a computer was found to be defective. A circuit component was replaced and the pump downloaded successfully.